Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had prime/fill anomaly and that insulin squirted out of the tubing during manual prime. Prime rewind troubleshooting was performed. The customer's blood glucose was unknown at the time of the incident. Customer stated that insulin continued to drip after motor stopped during manual prime. During troubleshooting, the customer changed the infusion set and reservoir, but insulin continued to drip after letting go of the act button during prime. The customer indicated the drive support cap was normal. The customer stated that the motor slowed down and the number ramped up on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.